Event description:
It was reported that there was low impedance and an insulation breach. Unipolarization of the lead was attempted, but the patient could not tolerate it due to pocket stimulation being uncomfortable. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking and the outer insulation had a cosmetic depression; proximal segment returned and analyzed.